Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The insulin pump had a cracked case on display window corner, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that she was outside working at the time that the alarm occurred and the insulin pump may have gotten stuck to her. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.